Event description:
It was reported via repair work order that the was no power to the bed due to malfunctioned cpu board. No adverse consequence or clinically relevant delay in treatment was reported.